Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a high blood glucose reading of 423 mg/dl. Customer treated but the reading did not come down. She stated that later the insulin pump started to give insulin without a request and then she disconnected. She stated that prior to that she had received 4.5 units of insulin and could not stop the delivery. She also reported cracks on the screen of the insulin pump. She stated that the damaged occurred when the insulin pump was bumped. Nothing further was reported.